Event description:
Mother reported via phone call that the insulin pump had a crack on the screen and a part of the screen is missing pixels. Mother stated that they were unable to see how much insulin is in the reservoir. Mother stated that the insulin pump has not been dropped and that they noticed the crack while the customer was at school. Mother stated that they were unable to fully read the screen of the insulin pump. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with physical damage and missing segments due to cracked and bleeding lcd glass. The device had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.